Event description:
It was reported that this pulse generator was explanted and replaced on (B)(6) 2019 due to an advisory or recall. One of the patient's epicardial right ventricular leads was also capped and the y adapter was removed. The patient's other right ventricular epicardial lead, as well as right atrial and left ventricular lead, remain in service with the patient's new pulse generator. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).